Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
On 2016-oct-26 arjohuntleigh received a complaint which stated that patient leant over bed guard/rail to get an object which was out of his reach, resulting in minuet 2 bed tipping over. Bed was reported to be at its lowest height, with bed rail at its highest position. Patient was found on the floor with the bed on its side. No one witnessed the event. However no injuries were reported to date.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2016-oct-26 arjohuntleigh received a complaint which stated that patient leant over bed guard/rail to get an object which was out of his reach, resulting in minuet 2 bed tipping over. Bed was reported to be at its lowest height, with bed rail at its highest position. Patient was found on the floor with the bed on its side. No one witnessed the event. However no injuries were reported to date. It is worth noting that the claimed device was manufactured in 2006-jun-16 therefore lifetime. It is considered possible that the event might have occured due to the wear of the parts that construct the basis of the bed. However the bed of the event was not at our disposal and therefore a similar device was used to recreate the situation in the complaint. The device was confirmed to be working accordingly to factory specification and essential device design requirements towards stability stated in iec 60601-1 in point 9.4. As based on upon performed simulations, it is evident that as the user leaned over the safety side rails this leads to the center of gravity moves up from the mattress platform and beyond the center and even boundaries of the bed. This situation can result in instability of the device. Note that the bed design in general and the side rails in particular are there to prevent unintended exit of the bed, but are not able to prevent a patient with the intention to exit the bed to do so. In summary, the device was being used with patient at the time of failure detection and user error appears likely to have contributed to this event. Despite that the event did not result in any serious injury to patient or caregiver, the complaint is considered reportable not due to the technical malfunction but due to the fact that user error led to the device not performing as intended. Such situation might possibly possible pose a risk to the patients health if the similar sequence of actions taken by the user were to re-occur.